Event description:
A patient underwent a colectomy procedure and the physician performing the surgery noted a large portion of mensentery tissue "plastered against the side wall of the colon" at the site of an earlier large polyp removal. At the time the surgeon who performed the polyp removal phoned valleylab, he wasn't sure if a perforation was found but was going to have the generator tested. He was then contacted later by the patient who had suffered a perforation and was seeking financial reimbursement for additional surgery, hospital stay, wages, etc.